Event description:
The customer reported to olympus that the evis exera iii video system center produced a black image that temporarily flickered. There was no report of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that there was a temporarily flickering black image on their device's screen. Different scopes were attempted, but yielded the same results. The customer also tried a different sony monitor but did not have a different video cable to try. Tac suggested that the next steps would be for the customer to either try a different video cable or send in the device for repair. To date, the device is not expected to be returned to olympus for the evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, therefore, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.